Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left- mentor memorygel, gel mod-rnd 400cc breast implant, catalog number 3507400bc, lot number 225916. (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient enrolled in a clinical study who underwent breast augmentation revision on 01/02/2002 experienced bilateral redness of her breasts. The patient also noted that her right breast size changed and her implant was pushing up. She was diagnosed with right side baker grade unknown capsular contracture and right side device rupture confirmed by mammogram in 2017. The patient's devices are still implanted and no date of revision or explantation was reported. This report is for the right side.

Manufacturer narrative:
On 01/10/2019, mentor became aware of new updates which are: date of event updated to (B)(6) 2018, as a result patient age changes to 49 years old at the time of event. Patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3507255mc, serial number (B)(4) and left was replaced with catalog number 3507275mc, serial number (B)(4) on (B)(6) 2018 this report is for the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained clear gel. Brown and yellow materials were observed within device, brown, black, yellow material and gel were observed on the shell surface. Upon receipt, the device was severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/01/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).